Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the trilogy 100 device would not power on. In addition, the device was noted to be infested with insects.; no repairs will be performed as the device will be scrapped.